Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in low bg level. Customer consumed carbohydrates and juice to treat low bg. Tandem technical support (cts) performed a system check and reviewed the pump data logs to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer overriding boluses and overestimating the amount of insulin needed, customer understood and acknowledged. Reportedly, the customer continued to use the pump for insulin therapy.